Event description:
Patient presented to ER after receiving shocks. Tests revealed inappropriate therapy was delivered due to noise. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in three parts. External abrasion on the connector portion at 15.6-16.3cm from the pin was consistent with friction to the ICD can. The etfe coating and ptfe liner of one rv conductor were damaged. This is consistent with the observation from the field of noise and shocks. Internal abrasion was also noted on the connector portion in the same area. The etfe coatings on the re and svc conductors were intact. An external abrasion was also found at 16-16.3cm from the helix tip on the distal portion. The etfe coating was intact in this area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.